Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was to treat a lesion from the left main to the left anterior descending (lad) artery with moderate calcification and mild tortuosity. The 3.0x38mm xience alpine stent delivery system (sds) was advanced and implanted. However, 2 nc trek balloons, 3mm distally and 3.5mm proximally, were used for post-dilatation and after expansion the side branch got pinched [occluded] which was a healthy vessel measuring around 2.5mm. There was no intervention performed. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.